Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported the patient received inappropriate hv therapy immediately after falling. High, out of range pacing lead impedance, loss of sensing, and loss of capture were observed. Noise was also noted. The lead was explanted and replaced without further complications.